Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between (B)(4) 2016 ¿ (B)(4) 2016. The device was received for evaluation. Visual inspection of the device was performed and it was noted that the bladder had ruptured, resulting in fluid leaking into the device housing. The ruptured bladder was microscopically examined for the signs of abnormality that may have caused the rupture problem; however, no abnormality was found on the ruptured bladder. The reported issue was verified. The cause of the rupture was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.